Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: a battery cap was not returned with the pump for investigation; a test battery cap was used for the investigation. With the battery cap in place, the pump failed to power on for investigation. Investigation duplicated the complaint. Corrosion was noted in the battery compartment, the battery compartment was cracked and moisture ingress was confirmed at the site of the crack. Moisture damage the interior components of the pump was confirmed; no power due to moisture damage.